Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no: unknown. Batch no: unknown. It was reported that multiple patients over the last few weeks who have ended up with a rash. Verbatim: our general surgeons have had multiple patients over the last few weeks who have ended up with a rash or hives after being prepped with chloraprep. Do we know if they are any new recalls on this? If not, who do I need to get in contact with at bd?